Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found are attributable to the removal surgery. According to the information received from the field the device was explanted due to an extrusion of the device through the skin. Further the electrode lead extruded into the external ear canal. In addition during implantation surgery two channels remained extra-cochlear. This is a final report.

Event description:
Cholesteatoma in the auditory canal, extrusion of the electrode lead into the auditory canal and retroauricularly extrusion of the implant over the magnet and the implant encapsulation. The device was explanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Cholesteatoma in the auditory canal, extrusion of the electrode lead into the auditory canal and retroauricularly extrusion of the implant over the magnet and the implant encapsulation. Depending on the development of the medical condition, re-implantation in 6 months. Electrode array cut and left in the cochlea as a place-holder.